Manufacturer narrative:
Correction to d9, please see d9 for further information. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: 1. Due to burn on distal end cover insulation resistance value at distal end does not meet the standard value 2. Adhesive on bending section rubber has a crack 3. Bending section rubber glue discolored 4. Due to wear of angle wire, bending angle in up direction does not meet the standard value. 5. Light guide glass slightly damaged however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. The pre-cleaning detergent is sabre scope pre-clean system. The customer aspirates water through the instrument/suction channel and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder and the instrument channel port using the brush interlock key surgical (reference: (B)(4)). The detergent used for manual cleaning is lanzerzyme. The scope was not manually disinfected. The customer uses automated endoscopic reprocessor (aer) model wassenburg wd440 pt, along with detergent wassenburg endohigh, and disinfectant wassenburg endohigh peracetic acid (paa). The aer was cultured, however, the results were not provided. The endoscope was stored in a drying cabinet (model: lte scope storage cabinet k14768768) and was placed vertically. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The device was returned. The physical device evaluation is anticipated, but not yet begun. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the gastrointestinal videoscope tested positive for an unexpected contamination. The endoscope rinse water was cultured and the sample tested positive for more than 100 colony forming units (cfu) per 100 milliliter (ml) of unknown microorganism. The device was quarantined and tested after two weeks. The device tested positive for more than 100 cfu/100 ml of unknown microorganism. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for information received regarding hygiene microbiological investigation (hmi) results. Please see updates to h10. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel and air/water channel was sampled and there was no bacterial detection. The obtained results are in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.